Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The reported blood glucose value was 252 mg/dl. The blood glucose had been high for more then four hours. The treatment for the high blood glucose was an insulin pump. No further information available.